Manufacturer narrative:
In an evaluation of the device's event recorder cassette tape and pacing/defibrillation/ECG electrodes, allegedly used in the reported event, by physio-control, no discrepancies were observed and based on the info received, the device operated according to specifications. Proper operation of the device was reviewed with the facility by physio-control. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional info on this event to FDA.

Event description:
Medics responded to a person described as in cardiac arrest. The device was connected to the pt, the "analyze" button pressed and the device delivered a countershock. According to the reporter, the device subsequently alarmed a constant "connect electrodes" and would not analyze the pt's ECG. The pt was transported to the hospital but was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clinician's assessment of the pt's viability.